Event description:
Philips received a complaint by the customer on the v60 indicating that the image was not completely showing on the screen. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The remote service engineer (rse) suggested that the customer replace the liquid crystal display (lcd) assembly and user interface (ui) printed circuit board assembly (pcba) and provided the customer with the part numbers and prices of the lcd assembly and ui pcba for repair. Resolution and disposition are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. This file is closed and can be reopened if new information becomes available.